Manufacturer narrative:
(B)(4).

Event description:
The pump was refilled on (B)(6) 2011. At the refill, a "small amount" of morphine was added to help with morning leg symptoms. On (B)(6) 2011, the patient "started sleeping." On (B)(6)2011, an attempt was made to wake up the patient, but the patient was not responsive and had no pulse. An ambulance was called. In the ambulance the morphine was "reversed" and the patient started to wake up but was still "not himself". The patient was admitted to the emergency room. The patient was traveling to florida at the time of the event. Additional information has been requested, but was not available as of the date of this report.